Manufacturer narrative:
Batch review performed on 10 november 2020 lot 160817: 40 items manufactured and released on 26-apr-2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, 39 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director 4 years after primary cementless total hip arthroplasty, radiographic image shows the presence of radiolucent lines. No information concerning patient general health status and the presence of comorbidities is available. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this event cannot be determined.

Event description:
Insufficient osteointegration of the stem. The surgeon revised successfully the stem 3 years and 11 months after primary surgery.